Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and during the manufacture of the product no complaint related issues were found. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure to implant the right 420mm x 11mm 130 degree trochanteric nail with 110mm helical blade in a (B)(6) male patient, the surgeon noted the carbon fiber handle required unnecessary pressure/impingement to the soft tissue surrounding the handle causing added resistance. The soft tissue was reported to be under so much pressure that it cased the shift in the nail proximally after the optimal nail depth had been achieved. Surgeon reattached the hammer guide connector and driving cap and was able to move the nail back more distal. Also noted, there was difficulty knowing when the flexible screwdriver was fully engaged, and when the set screw was completely down and if it was in the correct position. This is from next generation trochanteric nailing system (tfna) mpe 76. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. This part is being voided, there is no complaint against this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.